Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this lead was explanted without incident. The lead was discarded and will not be returned.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in inappropriate shocks. Associated with this clinical observation was high out of range pacing impedances due to lead fracture which was confirmed via x-ray. No adverse patient effects were reported. As of today all available information indicates that this lead remains implanted.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.